Event description:
The software analyzer was returned as an associated device and because it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the analyzer failed all xvi final functional and systems testing. It is no longer needed but will be sent on for failure analysis. (B)(4).